Event description:
No new information.

Manufacturer narrative:
This supplemental is being filed to include an additional results code following the completion of a device investigation.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue accessible ac current. The count of events has been corrected to reflect this.

Event description:
This report summarizes 77 malfunction event(s), where it was reported the device experienced accessible ac current. There was one event with patient involvement where the patient experienced a mild injury as a result of being shocked.

Manufacturer narrative:
The device pending evaluation was found to have been created in error. The count has been updated to reflect this.

Event description:
This report summarizes 78 malfunction event(s), where it was reported the device experienced accessible ac current. There was one event with patient involvement where the patient experienced a mild injury as a result of being shocked.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 78 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 79 malfunction event(s), where it was reported the device experienced accessible ac current. There was one event with patient involvement where the patient experienced a mild injury as a result of being shocked.